Manufacturer narrative:
H6: ventec received the broken patient circuit (adult, active, heated, blue). The circuit was examined visually which confirmed the reported issue. Ventec observed that the circuit bond joint had separated at the active valve transducer housing to valve mount housing. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that a patient circuit (adult, active, heated, blue) had broken during use. There was patient use associated with the reported event. The patient was placed on their back up ventilator. The reporter advised that there was no patient harm as a result of the reported issue.